Event description:
A representative from the user facility reported, "vent seemed to have stopped on the patient one time in 2007 and customer is just now calling. They don't know if the vent shut down or if it was still on and not outputting any flow. They say the vent works fine now and has ever since". No allegation of patient harm.